Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was functioning properly, but causing the patient pain. At a later date the patient followed up with the physician and reported that the ipp was not inflating properly. The physician did attempt to troubleshoot the device, but the issues remained unresolved. The limited function was resulting in an inability to engage in sexual intercourse which, per the patient, caused headaches. There has been no surgical intervention at this time; however, the patient has been to the emergency room for a severe headache. No further patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the inflatable penile prosthesis (ipp) could not confirm the reported limited functioning of the device, the difficulty with inflation, pain, and headaches because the device was not returned to boston scientific. Review of the manufacturing documentation and shipping history was unable to be completed as the product details were unable to be obtained despite good faith efforts. The labelling and risk review does indicate that mechanical malfunction and pain are adverse events and are included as harms in the hazard analysis (ha). Based on analysis results, the reported adverse events are anticipated in nature and severity per the instructions for use (IFU) and ha of the surgical implant of the device and are known inherent risks with the ipp.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was functioning properly, but causing the patient pain. At a later date the patient followed up with the physician and reported that the ipp was not inflating properly. The physician did attempt to troubleshoot the device, but the issues remained unresolved. The limited function was resulting in an inability to engage in sexual intercourse which, per the patient, caused headaches. There has been no surgical intervention at this time; however, the patient has been to the emergency room for a severe headache. No further patient complications were reported.